Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014: the patient was pre-operatively diagnosed with l3-4 levoscoliosis deformity with back pain, history of l4-5 posterior lumbar interbody fusion (plif) in (B)(6) 2009, previous dorsal column stimulator placement in (B)(6) 2010, without significant pain relief and continued back pain. And underwent the following procedures: inferior l3 laminectomy with bilateral l3-4 facetectomies, foraminotomies and microdiscectomies for decompression and correction of levoscoliosis deformity. Bilateral l3-4 interbody arthrodesis with capstone device, bone morphogenetic protein and local morselized autograft. Bilateral l3 pedicle screw placement with revision of previous l4 and l5 pedicle screws to pedicle screws and instrumentation l4-5 and l4-5. Redo inferior t9 bilateral heilaminotomy and removal of dorsal column stimulator system and generator. Microscope. Fluoroscopy. Emg and ssep monitoring. As per the op-notes, ¿the patient had 6.5 mm pedicel screws at l4 and 7.5 mm pedicle screws at l5. These were replaced with 6.5 and 7.5 mm pedicle screws at each level, respectively¿¿the inferior l3 and superior l4 endplates were then cleared of cartilaginous endplate. For arthrodesis, two 12 x 22 mm spacers were placed each filled with bmp and local morselized autograft. Additional bmp and local autograft was placed between the two interbody arthrodesis to enhance fusion.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.